Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up-report will be submitted once the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation is ongoing. A follow up-report will be submitted once the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital alleges the bag/vent switch was not working. There was no report of patient involvement.

Manufacturer narrative:
The incident date was corrected to be (B)(6) 2015. Additional manufacturer narrative: a ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bag/vent microswitch and lever were replaced.